Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6) , product type programmer, patient product ID 97755-s, serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , h3: analysis of the recharger (serial# (B)(6)) found no issues with the rtm charging the ins. No visual anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the equipment didn't seem to be working right as the pt was having trouble recharging the ins. Caller said that the controller itself was acting weird and the recharger paddle was getting hot when trying to recharge the ins. Caller said that the controller would drop off and show that the ins was empty with a yield sign but when the pt would try to recharge the ins again the controller would show that the ins was at 30%. Caller said that it would take forever to recharge the ins. Caller confirmed that the controller charged properly from the ac power supply. A new recharger was requested. No symptoms were reported. Additional information was received from a patient's representative (pt rep). It was reported that the pt was just sent a new recharger (rtm) but the paddle was still getting hot and not working right. Caller said the recharger would quit so they had to keep resetting the controller. The controller kept going to a white screen. A replacement controller was sent out. No symptoms were reported.